Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm approximately 16 months ago. Vessel morphology at the time of implant was reported as there was moderate tortuosity in the vessels. It was reported that the one month follow up CT demonstrated that the aneurysm remained the same with a technical observation observed. There is a type ii endoleak, lumbar artery that was not treated at this time. Two most post stent graft implant the ultrasound demonstrated that the aneurysm was 46 mm in diameter with no technical observation observed. One year post stent graft implant the CT demonstrated the type ii endoleak was still present, from a single patent collateral vessel. The patient has intermittent claudication, with no complications found. However, the investigator has determined this to be related to the study device. A technical observation was made during a routine follow-up CT scan showing a type ii endoleak in the right iliac artery located in the extension iliac limb. Aneurysm is 50 mm in diameter. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (peripheral ischemia); patient's condition affected effectiveness of device (anatomy related; type 2 endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type 2 endoleak).

Event description:
Additional information for this case was received. A routine follow-up CT scan revealed that there was an unknown endoleak which was left uncorrected. Currently, the aneurysm is 50 mm in diameter. It was reported that during a recent angiogram, the unknown endoleak was confirmed to be a type iia endoleak coming from the lumbar arteries.